Event description:
It was reported needle 26x3/8 ib broke during use. The following information was provided by the initial reporter: "caller reported that she inserted a needle into the cartridge septum and then it broke in half. Customer was unable to remove the broken needle from the cartridge septum."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 0072110. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported needle 26x3/8 ib broke during use. The following information was provided by the initial reporter: "caller reported that she inserted a needle into the cartridge septum and then it broke in half. Customer was unable to remove the broken needle from the cartridge septum."